Event description:
The customer reported the system produced uncommanded fluoroscopy x-ray with pt involvement. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty x-ray switch was replaced. The system was then found to be operating as intended. The malfunction may have resulted in a possible accidental radiation occurrence.